Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dy21. Device evaluation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload, however did not achieved and complete firing sequence. Further analysis showed that the reverse button was damaged. No conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a vats procedure, during the third firing it fired partially and stopped. The knife would not reverse so the manual override was used to remove from tissue. A similar device was used to complete the case. There were no patient consequences. One device will be returned.